Event description:
Patient reported nebulizer broke, no specification of what was broken on nebulizer. Patient states they did not receive nebulizer from cvs. Product lot number and expiration date is unknown. Product start date and duration is unknown. Unknown if md has been made aware. No further information was provided. Chronic obstructive pulmonary disease.